Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and found error 063 was present on tech service console for generator errors. Replaced starter board. After starter board was replaced and image acquisition system (ias) was powered on and a pink battery light illuminated on ias. Used dash diagnostic on laptop find a bad battery tray (tray 8) drove to meet coworker to get backup battery. Drove back to account. Replaced tray and performed system checkout. All systems performing to operating standards. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system failed to expose when site went to perform gain calibration. No patient was present at the time of event.